Manufacturer narrative:
Cine image review: 2d procedural images confirm that the presence of lesion in the proximal and distal rca. There is a previously deployed stent in the mid and proximal rca. Images showing the resolute onyx stent dislodgement are not present on the images provided but images appear to show a stent deployed within the distal end of the previously deployed proximal vessel stent and it appears post dilatation of the dislodged stent was performed. This was followed by ballooning of the distal lesion. No stent was deployed in the distal lesion. Ultimately a long stent was deployed inside the previously deployed and dislodged but deployed stents in the proximal vessel. Although the mechanism of dislodgement was not captured on the images the location of the stent appears to suggest that the stent may have caught on the struts on the distal side of the previously deployed stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and tortuous distal rca lesion. The rca exhibiting 30% proximal artery stenosis and 95% distal stenosis. The device was removed from packaging, inspected and prepped with no issues noted. The lesion was not pre-dilated. During the procedure it was reported that the device passed through a previously deployed stent. Resistance was encountered during delivery but no excessive force was used. It was reported that the physician was attempting to use the resolute onyx device to cover a lesion in the distal artery, but the stent met with the struts of the stent that was in the middle of the artery. The stent reportedly dislodged from the balloon and it went to the proximal artery. Attempts to remove the stent were unsuccessful and it is reported that the physician inflated 2.5mm and 3.0mm balloons to paste the stent on the vessel wall followed by the implantation of a non mdt stent to cover the dislodged stent. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.